Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's cannula was bent which led to high blood glucose level of 500 mg/dl. The patient tried to treat it with correction bolus via pump and multiple daily injection. She had high ketones which were not assessed as dangerous or life-threatening. Moreover, the issue occurred with eight similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4): correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary, the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6002779 in question was manufactured at the reynosa site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The reference samples for batch 6002779 were previously tested in 1834897 on 23/feb/2024. Device history record (DHR) review: packing. Lot 1887259 was manufactured according to the work instruction (wi) version 106 in the line l-7, on 23/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6002779 and other 2 complaints has been registered in database for the same lot 6002779 and malfunction code. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code

Event description:
To date no additional patient or event details have been received.